Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal device replacement. Prior to the procedure, it was noted the left ventricular lead capture thresholds were elevated. The lead was capped. The patient's condition before, during, and after the procedure was normal.